Event description:
Reporter alleged the customer obtained discrepant back to back blood glucose results of 75 mg/dl, 95 mg/dl, 108 mg/dl, 107 mg/dl, 143 mg/dl, and 99 mg/dl when all tests were performed within 10 minutes on the compact plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device, and replacement product was sent.